Event description:
It was reported that there was an error resulting in inability to initiate mechanical ventilation during a case. The unit was rebooted and case resumed. There was no patient injury.

Manufacturer narrative:
There was no repair after the unit was rebooted. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.